Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed self test.

Event description:
The customer reported via phone call that the insulin pump had act button was unresponsive. The customer¿s blood glucose was 175 mg/dl at the time of incident. The customer also stated during call that the act button was working. The insulin pump will not be returned for analysis.